Event description:
It is reported that, the device was implanted in 2003. The pt had a history of recurrent hemarthrosis. The device was revised in 2005. Intraoperatively, the pt was found to have loose synovial tissue. Initial reason for revision surgery is unk.

Manufacturer narrative:
Evaluation summary: the condition of the device is not known. Cause cannot be determined due to insufficient info. Evaluation method and results: no product was returned for evaluation. Device history records indicate MFR to specification.